Manufacturer narrative:
Date of event: unknown - multiple attempts were made to follow-up with the customer to obtain the event date; however, there was no response.

Event description:
The customer reported the unit would not pass the short self test (sst) and reading ventilator inoperative. The customer reported that there was no patient involvement.